Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had no moisture damage on the electronics, motor, battery tube, vibrator, keypad and case assembly noted. Insulin pump received with minor scratches on lcd window and scratched reservoir tube window.

Event description:
Customer reported her insulin pump was leaking. Customer's last blood glucose was 113 mg/dl. She stated her insulin pump felt stick due to leaked insulin. She is not sure how the leak occurred. She smells insulin and there is insulin on the outside of the reservoir compartment. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back-up plan. Nothing further reported.